Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The (B)(6) 2011, navilyst medical complaint report was reviewed for the product family of "syringes" and the failure mode of "foreign matter in fluid path." No adverse trends were identified. As received, the syringe was occluded and encrusted with what appeared to be crystallized contrast media. The syringe also contained an unk clear fluid with what appeared to be particles of crystallized contrast media floating in the fluid. The unk fluid was visible only when the piston was aspirated. The returned sample was soaked and disinfected in a worm bleach and water mixture. During the disinfection process the majority of the unk substance was dissolved. The remaining substance inside the syringe that did not dissolve 100% was broken up and small enough to be removed through the rotating adaptor when aspirating and injecting the disinfection mixture. Upon completion of the disinfection process, the syringe was patent and no visible defects were noted. With the exception of the white particulate that appeared to be crystallized contrast media, no other particulates were noted. No particulate was found inside the syringe that could be attributed to the mfg process. Based on the condition of the returned syringe and the eval results, the most probable root cause of the floating particulate is that it originated from the reported "dye" that was used in the syringe, i.e. Precipitate from contrast (not warmed correctly). Navilyst medical process controls for the syringe include 100% inspections of the stopper, piston, and the stopper/piston assembly throughout the mfg process for foreign matter. Additionally, both 100% and aql inspections for foreign matter are performed on the completed syringe devices. (B)(4).

Event description:
As reported by distributor, when used with dye, the end user hospital observed floating particles within the barrel of the 20ml control syringe contained within the navilyst medical convenience kit. The particles were not injected and there was no pt injury. The used syringe was returned to navilyst medical for eval.